Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed check settings and an external error. The alarms did not occur during the rewind or prime sequence. The insulin pump passed the self-test. The customer's blood glucose level was 152 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received no button response due to flattened up, down, act and esc button dome switch. Inspected connector on lcd and no unlock keypad connector. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Unable to verify external flash error alarm and check setting alarm due to no button response. Device received cracked battery tube threads and cracked reservoir tube lip.